Event description:
It was reported the pt's scs ipg was repositioned on (B)(6) 2013 due to the scs ipg flipping/moving within the pocket site which caused discomfort and resulted from the pt having excessive skin at the site. The pt is reported to be "doing well" following the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.